Manufacturer narrative:
Additional information : the lot number was manufactured between 05/19/2018 - 05/22/2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report was received from medwatch number: mw5081432. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a hole in the middle. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.